Event description:
Customer stated that the insulin pump alarmed and the buttons are not responding. Customer stated that the device was working for 2 to 3 hours. Then when he bolused for dinner, the device started beeping with nothing on screen and none of buttons are working. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with intermittent buttons due to light moisture damage to keypad traces. The device had minor scratches on lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.